Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. On the same day as event onset, the patient was hospitalized and was treated with injections of vancomycin (1000mg, stat dose, ongoing, route and frequency were not reported) and meropenem (250mg, once a day, ongoing, route was not reported). Pd therapy was ongoing. Seven days after the event onset, the patient has recovered from the event but remained hospitalized due to an unrelated indication. The patient's caretaker was retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.